Event description:
Customer reported that the paramedics were called to assist him for low blood glucose. Customer stated that he passed out and his domestic partner called the paramedics. Customer also stated that he did experience low blood glucose for three days since his settings were changed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.